Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated. This report is being submitted retrospectively per FDA request.

Event description:
Allegedly the patient was revised due to instability.